Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the proximal 1/3 part closer to the balloon hub was fractured. The device was pulled and was removed intact from the patient's body. The procedure was completed with a non boston scientific device. There were no patient complications reported.